Event description:
Reporter stated that customer received the following results on 2 different systems within 6 minutes: "hi" (>600 mg/dl) and 415 mg/dl on aviva nano system 1 and 54 mg/dl on aviva nano system 2. The customer had ketones in her urine at the time of the test. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1. Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.